Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 1.2, lab: 1.9. Time between testing was 30 minutes. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.2, reference: 1.9, mean: 1.55, confidence limits: 1.1 -1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. Results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint is expected for return. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Root cause could not be determined. Pt's medications cannot be ruled out as a cause for unexpected inr results. No strip lot info was available and no product was expected to be returned, further investigation for product performance could not be performed. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.